Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and inspected. It was tested for several days and there were no problems found with its functionality. The customer's complaint was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the scope detection would not work; the camera control unit would not recognized the camera. It is unknown when the event occurred. Attempts were performed to obtain additional information, but no response was received from the customer. There was no report of patient injury.